Event description:
Fragment broke off of head of synthes screwdriver during use. Unable to retrieve.

Event description:
Add'l info received from MFR 4/11/03: a medwatch report has not been filed on this event. Even though the tip of the screwdriver remains in the pt, no add'l surgery was required to prevent permanent injury.